Event description:
(B)(4). According to the information received, an end user reported a blocked inlet on a urine bag. The urine will not flow into the bag. The enduser supposes that the welding of the inlet tube and bag foil is closed.

Manufacturer narrative:
(B)(4): evaluation summary: the device was returned with a fully slit exchange sheath. The locator wings were collapsed inside the tubeset. The plunger was in a safety release retracted position. The clip remained loaded on the clip delivery tubeset. During testing, the locator wings were deployed and collapsed several times successfully. Based on the findings, the reported experience could not be confirmed. The returned device functioned according to specifications. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, after locator wings deployment, when the device was retracted to place the locator wings against the anterior surface of the arterial wall, the device pulled out of the vessel with the locator wings remaining deployed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.